Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were erroneous results. There was no report of patient impact. The following information was provided by the initial reporter: customer states elevated potassium. There has not been patient impact as second tube is collected at the same time and it yields normal results. They have noticed that when multiple sst are drawn in the same draw, they are getting high k on 1 tube and normal on the second tube (ex. 5.6 on 1 tube and 4.4 on the second tube). As per discussed in the previous case, tubes are stored in their storage room at a temperature between 71-72f. Tubes are allowed to clot between 30 minutes to one hour and then centrifugated before the 2 hour mark. Customer uses a fixed angle centrifuge and tubes are spun at 3000rpm for 15 minutes. Tubes are then refrigerated and send to the testing lab for next day testing. Customer has not noticed hemolysis and states the correct order of draw of draw is followed. They have aliquotted and re-spun the serum and it yields a small blood button at the bottom of the aliquot tube.

Manufacturer narrative:
The following fields were updated: d10. Device available for evaluation? Yes d10. Returned to manufacturer on: 13-oct-2023. There were 2 lot numbers. Information for additional lot: d4. Medical device lot#: 3145888. D4. Medical device expiration date: 2024-05-31. H4. Device manufacture date: 2023-05-25. . H6. Investigation summary: bd received ten (10) samples for investigation. The customer samples were visually inspected and tested, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm indicated failure mode (erroneous results-potassium) because defect was not evident in testing of complaint lot samples. Replicates of both customer returned and control samples were acceptable in terms of both precision and accuracy. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were erroneous results. There was no report of patient impact. The following information was provided by the initial reporter: customer states elevated potassium. There has not been patient impact as second tube is collected at the same time and it yields normal results. They have noticed that when multiple sst are drawn in the same draw, they are getting high k on 1 tube and normal on the second tube (ex. 5.6 on 1 tube and 4.4 on the second tube). As per discussed in the previous case, tubes are stored in their storage room at a temperature between 71-72f. Tubes are allowed to clot between 30 minutes to one hour and then centrifugated before the 2 hour mark. Customer uses a fixed angle centrifuge and tubes are spun at 3000rpm for 15 minutes. Tubes are then refrigerated and send to the testing lab for next day testing. Customer has not noticed hemolysis and states the correct order of draw of draw is followed. They have aliquotted and re-spun the serum and it yields a small blood button at the bottom of the aliquot tube.